Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was received partially deployed. The plunger was in the safety release activated partially retracted position with the vessel locator wings retracted and undamaged. The thumb advancer and delivery tube were partially deployed, partially splitting the sheath, with the delivery tube presenting a misaligned undamaged garage tube proximally displaced. The clip was captured on the flex guide immediately distal of the delivery tube. The position on the flex guide was likely caused by the displacement of the garage tube exposing the clip loaded on the carrier tube and device removal dragging the clip off the carrier tube, depositing it on the flex guide. The received condition of the device confirmed the reported event. Testing of the device was conducted consisting of redeployment of the plunger/vessel locator wings (vlw) and the thumb advancer/delivery tubeset with simulated clip deployment. Removal of the clip from the flex guide was required for the test. The test was successful with the plunger redeployment holding the deployed position until released by the safety release button, and holding the deployment during complete thumb advancer deployment, releasing only when the trigger button was depressed to simulate clip deployment. There was no detected resistance to plunger or thumb advancer deployment. Based on the investigation, no product lot quality deficiency was detected and the cause for the event is related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and no product deficiency was detected. To assure proper device function, during manufacturing the lot is inspected for proper garage tube assembly and alignment and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an interventional heart catheterization procedure. Reportedly, the vessel locator button would not lock. The button finally locked or was stuck, but the thumb advancer would not fully advance to lock in position. The safety release was used to remove the device. When the device was removed, the clip was hanging just outside the silver barrel (clip delivery tube). Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.